Manufacturer narrative:
Siemens filed the initial MDR 1219913-2023-00161 on august 11, 2023. An outside united states (ous) customer contacted a siemens customer care center to report nonreactive (negative) hepatitis c (ahcv) results were obtained on a patient sample on an atellica im 1600 analyzer which were considered discordant with the reactive (positive) results from an alternate method. The discordant nonreactive (negative) results were not reported to the physician(s). October 10, 2023 additional information: the initial issue was reported as atellica im ahcv false negative results on lot 444. The following actions have been performed: -siemens evaluated patient data along with medications. No known interference with drugs listed. -the quality control (qc) data was reviewed and reported acceptable. Siemens made multiple attempts requesting additional information and sample availability to investigate for potential cause but no response was received from the customer. No further evaluation of the device is required. The investigation findings and investigation conclusion codes were updated.

Event description:
Nonreactive (negative) hepatitis c (ahcv) results were obtained on a patient sample on an atellica im 1600 analyzer which were considered discordant with the reactive (positive) results from an alternate method. The discordant nonreactive (negative) results were not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant nonreactive ahcv results.

Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center to report nonreactive (negative) hepatitis c (ahcv) results were obtained on a patient sample on an atellica im 1600 analyzer which were considered discordant with the reactive (positive) results from an alternate method. The discordant nonreactive (negative) results were not reported to the physician(s). No issues with quality control (qc). The instructions for use (IFU) states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The IFU states in the limitations section: "assay performance characteristics have not been established for the atellica im ahcv assay used in conjunction with other manufacturers' assays for specific hcv serological markers. Laboratories are responsible for establishing their own performance characteristics. A negative test result does not exclude the possibility of exposure to or infection with hcv. Hcv antibodies may be undetectable in some stages of the infection and in some clinical conditions." Siemens healthcare diagnostics is investigating.